Manufacturer narrative:
Event date was not provided so the first day of the month from the bsc aware date was being populated as event date ((B)(6) 2019).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left radial artery. A 3.50 x 32 synergy drug eluting stent and 6f guidezilla ii were advanced but it was noted that the stent got stuck in the guidezilla and came off the balloon. The stent became lodged in left radial artery and will be left in the patient. No patient complications were reported.